Event description:
It was reported that after removal from the anatomy, the ht balance middleweight universal ii guide wire was noted to be separated. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Date of event ¿ estimated. The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the lot number was not provided. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy/other devices and/or inadvertent mishandling resulted in the reported core break. There is no indication of a product quality issue with respect to manufacture, design or labeling.